Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was unstable during deployment and was not anchored enough. The valve dislodged to the aortic arch. A stent was inserted from under the clavicle and into the middle of the valve. A balloon was used to expand the stent to fix the valve in place. A second valve was implanted.

Event description:
Additional information was received that the valve "flew" to the aortic arch and could not stabilize in a fixed position. A small stent was inserted from under the clavicle, through the valve mesh, and into the middle of the valve. A balloon was used to expand the small stent to fix the valve that "flew" away. Due to the leaflet inside the valve being held open by the small stent, the valve could not be used. It was reported that there was no impact to the patient. The patient was discharged from the hospital in healthy status.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0011912665); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve status was reported as implanted out of service. There were no details. No adverse patient effects were reported.